Event description:
It was reported that the patient received 2 shocks due to atrial fibrillation. It was also reported that therapies were initially withheld however, the first shock accelerated the rhythm to ventricular fibrillation and the second shock converted the ventricular fibrillation to sinus rhythm. Device detection was programmed off and the device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.